Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was identified during filling with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Lot 14g030 was manufactured july 21, 2014-july 23, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device identified a solid white particle. The particle was identified to be acrylic via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported condition was verified, though no cause could be identified with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.